Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 114-11-02 - acum p-series por coat collarless size 2: (B)(6), 120-01-50 - acum cluster cup porous coated 50mm: (B)(6), 120-65-15 - bone scr 6.5mm dia x 15mm long: (B)(6), c-28m - ceramic head 28mm +0mm neck: (B)(6).

Event description:
As reported, approximately 20 years and 6 months post the initial total hip replacement, the patient was revised due to pain and wear. The patient was converted to a competitor cup and dual mobility liner. A new exactech head was placed. There were no issues with the surgery. No further information provided.